Event description:
It has been reported that one bd¿ needle 26x1/2 rb has been found experiencing leakage during use. The following has been provided by the initial reporter: material no.: 305111; batch no.: unknown (reported as 9829658). It was reported that insulin leaked out at the connecting point between the syringe and the needle. Customer reports that when attempting to fill cartridge with insulin, rather than insulin dispensing from the tip of the needle, it is leaking out of the connecting point between the syringe and the needle. Cts instructed customer to attempt to complete the load process with a new needle. Customer did not have supplies present at time of call. Item number o choose one: bd 26 g, 1/2¿ needle ¿ 305111; product lot number: 9829658. Complaint 1 of 2.

Manufacturer narrative:
H.6. Investigation: four samples were received. Three of them came connected to a 3ml syringe and one came in an open packaging blister. This one was connected to a 3ml posiflush saline syringe showing no leakage at the luer connection or at any other area. The other three needle assemblies were removed from the syringes and connected to a 3ml posiflush saline syringe showing no leakage at the luer connection. Failure mode was not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
Medical device lot #: 9829658 was reported but is not valid for this product medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd¿ needle 26x1/2 rb has been found experiencing leakage during use. The following has been provided by the initial reporter: material no.: 305111 batch no.: unknown (reported as 9829658). It was reported that insulin leaked out at the connecting point between the syringe and the needle. Customer reports that when attempting to fill cartridge with insulin, rather than insulin dispensing from the tip of the needle, it is leaking out of the connecting point between the syringe and the needle. Cts instructed customer to attempt to complete the load process with a new needle. Customer did not have supplies present at time of call. Item number o choose one: bd 26 g, 1/2¿ needle ¿ 305111, product lot number: 9829658. Complaint 1 of 2.